Manufacturer narrative:
The saw was returned to terumo and the complaint could not be duplicated. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the sternal saw stopped running. No pt injury was reported.